Manufacturer narrative:
Additional product code: qon. Additional premarket/510k: p190006.

Event description:
It was reported the patient with this neurostimulator was experiencing pain. The patient lost weight and the neurostimulator implant migrated significantly lower and on the side. An error code was noted upon connecting to the device. A revision surgery is scheduled. There were no additional patient complications.

Manufacturer narrative:
Product code (d2b) - additional product code qon premarket / 510(k) # (g4) - additional premarket / 510(k) # p190006 UDI for concomitant product, neurostimulator: (B)(4). This report is being filed for a correction to field (b5) incident description and includes updates to the h6 field.

Event description:
It was reported the patient with this neurostimulator was experiencing pain. The patient lost weight and the implant migrated significantly lower and on the side. An error code was noted upon connecting to the device. A revision surgery is scheduled. The clinical specialist (cs) said there were no x-rays taken. The cs clarified the patient had their revision procedure on (B)(6) 2025, instead of sept. There was no local representative present for the procedure. The discomfort at the implant site has been relieved. There was no device explanted/replaced. No complications occurred during the procedure.